Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had a gradual drop in impedance, low impedance, no capture, noise, oversensing, and possible insulation issues. The device was reprogrammed until the lead could be replaced. It was further reported that the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. There was also apparent explant damage.

Event description:
It was reported that the right atrial lead had low impedance, no capture, noise, oversensing, and possible insulation issues. The device was reprogrammed until the lead could be replaced. The lead is still in use. No patient complications were reported as a result of this event.